Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery failure was faulty u1 and u3 components on the battery pack pca. U1 is a lithium-ion protector circuit and u3 is a (B) (4) gas gauge chip. The root cause of the failed components has not been positively determined. No adverse event resulted from the damaged battery pack. The pt was provided with a replacement battery pack.

Event description:
A (B) (6) female pt contacted zoll lifecor customer support to report that one of her battery packs was not charging properly. She reported that when she put the battery on the charger no lights are illuminated. When she placed it in the monitor, the screen displays "reinsert battery". The pt's suspect battery pack was replaced.